Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device stopped working. All components were removed, and a new aus was implanted. There were no patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device stopped working. All components were removed, and a new aus was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The pump was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the pump. The balloon was visually and microscopically inspected and tested for leaks. During visual examination, a pinhole tear was identified in its shell, consistent with bulging and thinning. The balloon did not pass the leak test. The cuff was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the cuff. Based on the information available and analysis results, the fluid leak identified in the balloon could have caused or contributed to the reported clinical observation of device not working.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the device stopped working. A surgical intervention was performed to remove and replace all the components and, upon explant, a hole in the balloon was noted. In addition, scar tissue was identified; therefore, the pump positioning was modified. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b3: date of event. B5: describe event/problem. D6a: implant date. H6: patient codes, device codes, evaluation conclusion codes. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The pump was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the pump. The balloon was visually and microscopically inspected and tested for leaks. During visual examination, a pinhole tear was identified in its shell, consistent with bulging and thinning. The balloon did not pass the leak test. The cuff was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the cuff. Based on the information available and analysis results, the fluid leak identified in the balloon could have caused or contributed to the reported clinical observation of device not working.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the device stopped working. A surgical intervention was performed to remove and replace all the components and, upon explant, a hole in the balloon was noted. In addition, scar tissue was identified; therefore, the pump positioning was modified. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The pump was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the pump. The balloon was visually and microscopically inspected and tested for leaks. During visual examination, a pinhole tear was identified in its shell, consistent with bulging and thinning. The balloon did not pass the leak test. The cuff was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the cuff. Based on the information available and analysis results, the fluid leak identified in the balloon could have caused or contributed to the reported clinical observation of device not working.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the device stopped working. A surgical intervention was performed to remove and replace all the components and, upon explant, a hole in the balloon was noted. In addition, scar tissue was identified; therefore, the pump positioning was modified. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The pump was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the pump. The balloon was visually and microscopically inspected and tested for leaks. During visual examination, a pinhole tear was identified in its shell, consistent with bulging and thinning. The balloon did not pass the leak test. The cuff was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the cuff. Based on the information available and analysis results, the fluid leak identified in the balloon could have caused or contributed to the reported clinical observations of a hole in the balloon and device not working. The reported patient symptoms of urinary incontinence and scar tissue are known risks associated with implant of these device as indicated in the instructions for use (IFU).